Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the stapler didn't fire correctly. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Results: premature sled movement. The analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60d partially fired 1/10 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.